Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00018.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod4s and ruby coils. During the procedure, the physician successfully deployed two pod packing coils using a lantern delivery microcatheter (lantern). The physician then attempted to place a pod4 into the target vessel using the lantern, however, the pod4 was not taking its intended shape. The pod4 was therefore removed. The physician then attempted to place a ruby coil using the same lantern, however, the ruby coil was not taking its intended shape. The ruby coil was, therefore, also removed. The procedure was completed using additional coils and the same lantern. There was no report of an adverse effect to the patient.